Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 08/21/2014 with the following findings: the black box contained dates from (B)(6) 2014 to (B)(6) 2014. Black box and histories for the event on 8/31/2013 had been overwritten. The available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that on (B)(6) 2013, a patient had experienced a hypoglycemic event and passed out while driving which resulted in an accident. The reporter did not specify what the blood glucose levels of the patient were at the time of the event. The reporter stated that the patient had been acting as her own healthcare provider for a long time and had programmed the bolus and basal settings on their pump without the aid of a healthcare provider. The reporter alleged that emergency services were called in response to this event, but was unable to provide additional information as to the treatment the patient received as a result. The reporter also stated that the patient had experienced significant weight changes recently which could be a contributing factor to blood glucose excursions. The reporter additionally alleged that the patient believes that they may be partially blind. This complaint is being reported because the patient experienced a severe hypoglycemic event as a result of incorrectly programming the basal and bolus settings of their pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.